Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly while they were using it on a patient in cardiac arrest. Also, at one point the device did not recognize being connected to the patient through the defibrillation electrodes. The patient involved in the reported event is deceased. The customer advised physio-control that the use of the device did not cause or contribute to the outcome of the patient because the patient was already in cardiac arrest and was in asystole. The monitor shut off during CPR and immediately came right back on.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly while they were using it on a patient in cardiac arrest. Also, at one point the device did not recognize being connected to the patient through the defibrillation electrodes. The patient involved in the reported event is deceased. The customer advised physio-control that the use of the device did not cause or contribute to the outcome of the patient because the patient was already in cardiac arrest and was in asystole. The monitor shut off during CPR and immediately came right back on.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issues. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.